Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.0, 4.3, lab: 3.3. Strip lot 254609. Strip lot 243394. Therapeutic range 2.5-3.5.